Event description:
It was reported that the explant occurred on (B)(6) 2023 and was due to recovery. When the pump was removed, the patient was placed on impella. Impella was removed on (B)(6) 2023 and the removal required inopressers that necessitated right heart catheterization (rhc). The rhc revealed cardiogenic shock. On (B)(6) 2023 due to continued decompensated state with intra-aortic balloon pump, a decision was made to implant a heartmate 3 left ventricular assist device (lvad). The lvad was implanted on (B)(6) 2023.

Manufacturer narrative:
Manufacturer's investigation conclusion: thrombus was confirmed through the evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6). (B)(6) appeared to have been exposed to a fixative agent prior to being returned for evaluation. The device was returned assembled with the driveline (dl) severed approximately 3¿ from the pump housing. The remainder of the dl, including the controller connector, was not returned. The sealed inflow conduit (inlet elbow, flex section, and inlet extension) was not returned with the device. The outflow graft was returned severed approximately 1" from the outflow graft hardware and was attached to the outlet elbow which was attached to the pump outlet port. The outflow graft bend relief was not returned with the device. Inspection of the distal side of the inlet stator and rotor revealed fixed, ring-like depositions surrounding both the inlet bearing cup and the bearing ball. The depositions appeared hard to the touch, tissue-like, partially denatured, and slightly adhered. The depositions appeared to have once been one single deposition and appeared to have developed in this location during support; however, the duration of time that they were present could not be determined. Although a specific cause for the development of the observed depositions could not be determined through this evaluation, the depositions could have created additional resistance on the spinning rotor, potentially contributing to the elevated pump power and flow values confirmed through the submitted log file. Upon removal of the depositions, the device was cleaned. The bearings, rotor and blood contacting surfaces were then examined under a microscope; no anomalies related to wear or damage were observed. Electrical continuity testing of the returned portions of the dl did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification; the device functioned as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii lvas. This section also addresses all pump parameters including pump speed, power, flow, and pulsatility index (pi). Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. This section also lists thromboembolism as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced high flows and power since (B)(6) 2023. They denied any dark colored urine. The log file showed a few power elevations above 10 watts as well as an increasing trend in power/ flow and decreasing trend in average pulsatility index (pi). The cause of elevated power and flow was determined to be thrombus on the inlet bearing. The patient experienced intermittent chest pressure that self resolved. The elevated power and flow could not be resolved, and the patient underwent a pump explanation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.